Event description:
It was reported that the patient with this pacemaker was feeling tired and was admitted to the hospital. Review of device data indicated the battery of the pacemaker was completely depleted and no longer provide pacing for the patient. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. The pacemaker is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.